Manufacturer narrative:
Philips service replaced the hard disk spare part, reinstalled the os, and returned the system to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that an hdd error caused image disk full, preventing exposure on an allura xper fd20 biplane. The clinical use of the system was in use. There was no reported patient or user harm.